Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a system error 2240 (air in tubing) alarm occurred on the homechoice (hc) during drain. The home patient (hp) stated that she had disconnected using proper procedures in order to use the restroom, and might not have gotten back in time. At the time of call, the hp had connected again. The technical service representative (tsr) explained the alarm and had the hp cycle the power to clear it so that she could set up the hc again. The tsr referred the hp to her on registered nurse for further medical instructions. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.